Manufacturer narrative:
Fill estimate issue: no failure identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen is cracked. Reportedly, the pump is still functional. Customer's blood glucose level was not impacted. It was confirmed that the customer has manual injections available as alternate insulin therapy.